Event description:
Non-invasive ventilator was unplugged in order to transport pt from his hospital room to CT scan. Once out in hallway, unit shut off. Pt was returned to his room and unit was plugged in. Respiratory therapy staff attempted to restart unit but it would not restart. Pt was then placed on non-rebreather mask.